Manufacturer narrative:
The actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection of the two provided photos showed a wet product. Photo one showed the product label and photo two showed the product barcode. The reported condition was not verified. As the actual device was not returned, the cause of the condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed at the dialysate port of a polyflux 14l during patient treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.